Event description:
During an explant of the device due to patient condition, it was noted there were episodes of oversensing on the device. The device was explanted and not replaced. The patient was stable.

Manufacturer narrative:
The reported field event of oversensing was confirmed by reviewing the egms in the device image. However, the reported field event was caused by external (non-device related) factors. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. The device's functionality was bench tested; telemetry, pacing, sensing, impedance, high voltage output, high voltage shock, and patient notifier were tested on the bench. No anomaly was detected.